Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The tampon fell apart... Stuck in vagina...attempted to remove with no success [foreign body in reproductive tract]. Slight erythema to cervix [cervix erythema]. (Tampon) string came off and parts of the tampon came apart [device breakage]. The tampon fell apart when I was using it and tried to pull it out... To the urgent care to get it removed [complication of device removal]. Tampon stuck in vagina, 10 hours [device use issue]. Case narrative: case medically confirmed by physician who removed retained tampon that became stuck in consumer after the string came off. No serious injury was reported.